Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a cryo ablation procedure the three way stopcock of the sheath became detached and air was observed in the sheath. The tubing of the sheath was pinched off by the physician with an instrument and the air aspirated out of the sheath. There was no t-wave elevation or patient symptoms observed. The sheath was replaced and the procedure was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device, flexcath advance sheath 4fc12 with lot number 08482-03, and data files were returned and analyzed. Data files did not show any issues. Visual inspection of the sheath showed the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test balloon catheter was introduced through the sheath. Dissection of demonstrated the hemostatic valve was leaking and torn. In conclusion, the reported issue of detached stopcock has not been confirmed through testing but the reported issue of air ingress has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.